Event description:
It was reported that the lightsource exhibited b30 error, indicating a scope communication error. Additionally, it occasionally became static, displaying colored bars. The issue was found during a diagnostic colonoscopy procedure and there was a 10-to-15-minute delay. The procedure was completed with a similar device. There were no reports of patient harm. Refer to linked complaints (B)(6).

Manufacturer narrative:
The device was returned and the evaluation found that the b30 scope communication error was due to a worn out air joint connector u within the socket housing leading to air leakage, and also, the presence of debris was observed inside the air tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10 of the initial report. The user reported error of b30 could not be duplicated and according to the legal manufacture the non-reportable malfunctions found in the device evaluation are not sever enough to lead to a potential adverse event. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 error is likely caused when communication between the endoscope and the processor failed due to an abnormality in the communication. The exact root cause or abnormality could not be specified as the issue was not reproduced. The following chapter in the instructions for use (IFU) may help prevent the event: - chapter 9 troubleshooting 9.2 troubleshooting guide olympus will continue to monitor field performance for this device.